Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully downloaded history files and traces using thump. Verified the insulin pump alarmed pump error 82 in pump downloaded history on (B)(6) 2022 at time 08:12:06.000 due to moisture damage on the motor. The insulin pump was cut open to perform visual inspection and found moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Confirmed pump error 82 due to moisture damage on motor.

Event description:
Information received by medtronic indicated that the insulin pump had hrm task did not grant motor power in reasonable time. Customer was able to successfully clear the alarm and rewind insulin pump. Customer stated that the insulin pump was passed in displacement test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.